Manufacturer narrative:
The device was returned to animas and evaluated by product analysis on 8/20/14 with the following results: display screen is dim; letters have a red hue. Battery compartment is cracked. Threads on the battery cap are stripped; a test cap was used for all investigation steps. Testing was unable to confirm the complaint, as the black box and histories for issue on (B)(6) 2012 have been overwritten. Pump passed delivery accuracy test and found to be delivering within the required specifications.

Event description:
On (B)(6), 2012 the reporter contacted animas to report that since (B)(6), 2012 the patient had obtained elevated blood glucose levels ranging from 300 mg/dl to 500 mg/dl. During that time period, the patient experienced no symptoms of high or low blood glucose levels. The patient was experiencing an allergic reaction to a medication, and was on solumedrol and benadryl for the rash. Troubleshooting revealed the pump's date and time were set incorrectly, which may have affected the basal rate setting and delivery of insulin. The patient's technique was incorrect by setting the pump's date and time incorrectly. However, as the patient suffered blood glucose levels suggesting severe hyperglycemia while using the pump, this complaint is being reported.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.